Event description:
It was reported that a clearlink solution set would not prime. The reporter stated that device started to prime with intravenous immunoglobulin but the set required ¿additional clamping of the [drip] chamber.¿ there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be performed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The exact date of occurrence is unknown; however, it is known that the malfunction occurred the second week of august. Should additional relevant information become available, a supplemental report will be submitted.